Manufacturer narrative:
(B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.

Event description:
It was reported that, during patient use, it was difficult to remove a tracheostomy tubes disposable inner cannula. Additionally, the cannula would wiggle out or the patient would cough them out. There is no report of death or serious injury associated with this event.